Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable event of side car rx torn material.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2026. During the procedure, it was reported that the side car rx of the device was torn. It was unknown how the procedure was completed. There were no patient complications reported as a result of this event.